Manufacturer narrative:
This patient information is unknown. It is unknown when device malfunctioned. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during proximal humerus procedure on (B)(6) 2018, it was found out that the stardrive screwdriver shaft edge was damaged and would not interface the screw. The damaged was not from a current surgery. A locking small fragment was opened to find a duplicate screwdriver shaft. The multiloc humeral nail was implanted. There was a surgical delay of two (2) minutes. The procedure proceeded as planned and successfully completed. Patient outcome is unknown. Concomitant device reported: unknown screw (part # unknown, lot # unknown, quantity 1). This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A device history record review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part: 314.116; synthes lot: 7945512; supplier lot: na; release to warehouse date: july 13, 2015; manufactured by synthes monument; no nonconformance reports (ncr')s were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Flow: damaged: visual (appearance not as expected) visual inspection: the stardrive screwdriver shaft (part 314.116, lot 7945512, manufactured july 13, 2015) was received at us cq with a deformed distal tip. The tip is slightly twisted and has rounded edges. This is consistent with the reported complaint condition, thus confirming the complaint. Dimensional inspection dimensional analysis was completed, the diameter of the shaft, measured 4.85 mm (caliper ca215). This is within specification of 4.75 to 4.95mm. Document/specification review the following drawing(s) was reviewed; t-15 screwdriver shaft DHR review showed no ncr¿s were generated during production. Conclusion: the complaint condition is confirmed as the screwdriver (part 314.116, lot 7945512) was received with a rounded tip. There is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined it is possible that the device encountered unintended forces (such as being over torqued). No new malfunctions were observed during the course of this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.